Event description:
Bayer radiology was notified of an injury that occurred to an employee while the provis injection system (serial number (B)(4)) was in use. The customer reported that a nurse was maneuvering the injector head in order to remove the syringe after completion of a procedure. As the injector was being turned to an upright position, the injector head disengaged from the table mount and struck the nurse's hand as it fell to the floor. The nurse was subsequently referred to the emergency department for evaluation at which time ice was applied for the soft tissue swelling. An x-ray confirmed that there was no fracture and the employee returned to work with no further issues reported.

Manufacturer narrative:
The investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer radiology was notified of an injury that occurred to an employee while a table mounted medrad® provis injection system (serial number (B)(6)) was in use. The customer reported that a nurse was maneuvering the injector head to remove the syringe after completion of a procedure. As the injector was being turned to an upright position, the injector head disconnected from the table mount and struck the nurse's hand as it fell to the floor. The nurse was subsequently referred to the emergency department for evaluation at which time ice was applied for the soft tissue swelling. An x-ray confirmed that there was no fracture and the employee returned to work with no further issues reported.

Manufacturer narrative:
Bayer product analysis received and examined the returned provis injector head. Visual examination identified the pivot pin screw fractured at the interface of the pivot pin and pivot knuckle body. Our investigation determined the cause of the reported incident is a fractured pivot pin screw which caused the pivot knuckle assembly to separate and disengage from the injector head.